Event description:
A nurse reported that during a cataract extraction procedure, the system displayed a message and locked. The system was exchanged and the case was completed following a 20 minute delay. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).